Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed a button error alarm. Battery life was shorter. Customer replaced the battery and the device alarmed an unexpected restart alarm. Customer's blood glucose was 6.1 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent bolus express button response due to corroded keypad traces. No button error alarm during testing. The insulin pump had normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. The insulin pump passed a21 test and self test and no unexpected a21 alarm noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.